Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt states he is seeing eri and also states taking longer to charge and has to charge every 2-3 days. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient via a manufacturer representative (rep) reporting that the rep met with the patient and the physician on (B)(6) 2021 to discuss a battery replacement due to eri. After running an impedance check it appears that 1,2,3,8,9,10,11 are greater than 10,000 and connectivity has a red x on electrodes 0,1,2,3,8 ,9,10,11. The patient said he took a fall about a week ago. The rep was not sure if this is the result or if it has been this way for awhile. An x-ray was taken but the physician needed to consult with another physician because he could not make heads or tails of the placement. The patient said they¿ve had trouble with their shoulder for awhile and now because of the fall he plans to see a doc for his shoulder and may just do surgery and take out the stim system altogether. There is a lot of sorting out that needs to be done first before this replacement happens if it happens at all. The issue was not resolved at the time of the report. Additional information was reported that the did not think the leads had moved but was very confused on the placement of the leads and how he was getting any relief from it. Patient is still doing ok on his program but has never had amazing relief. The patient and physician think his shoulder problems may be all mechanical and he is going to be evaluated by a should doc for surgery. In which case that doc may remove the whole system if he can fix his shoulder. The device is still implanted and will not be returned if explanted as it¿s due to end of life.